Manufacturer narrative:
(B)(6). Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that foreign matter was found on the cap of a bd vacutainer® k2 edta (k2e) plus blood collection tube. There was no report of exposure, injury or medical intervention.